Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm verified the customer's reported issue and noted that the iabp unit was running on the batteries while plugged into ac power. The stm reseated the batteries and the iabp unit into the cart and verified that the iabp unit displayed that it was in the cart and in hybrid mode. Additionally, the stm verified that the batteries were charging then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was running on the batteries while connected to ac power. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.